Event description:
Pt reported a day after they were injected with unspecified juvederm "next to the nose," "underneath marionette lines," and "border of the lips," they developed "a little discomfort." The pt also stated, "when I smile, my cheeks are lumpy," there is "swelling," my "face feels very warm," and there's "a little bruising." Pt explained the injection sites are fine, and everything "is happening in the cheeks." Two days after injection the pt was prescribed motrin and cipro for treatment of the symptoms.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or pt details are not attainable. The event of "experiencing" a little discomfort," "when I smile, my cheeks are lumpy," swelling, "face feels very warm," and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days' duration. Refer to the adverse events section for details. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar. Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month. The onset of ecchymosis generally varied from immediate to 5 days post-injection. The treatment prescribed included arnica, nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, ecchymosis resolved within 1 day to 4 weeks. The onset of pain generally varied from immediate to 8 days post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, pain resolved within 1 to 6 weeks. Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement. The onset of nodules generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antibiotics, steroids, hyaluronidase, and needle aspiration. In most cases, nodules resolved within 3 days to 1 month. The onset of inflammation generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, inflammation resolved within 3 days to 2 months.

Event description:
Patient reported symptoms resolved within a month.